Event description:
When physician used stapler with a reload after release it, was discovered that one side of staples did not fire, which caused bleeding and forced md, medical doctor, to go from a vat, video assisted thoracoscopy, to an open procedure. Bleeding was controlled with a new stapler and a vessel closure device.